Event description:
As reported by the user facility: device insertion was smooth, but resistance occurred during injection. After withdrawing the tube, the tip was found to be broken off. The physician used ultrasound to locate the retained fragment within the patient's body and successfully retrieved it. The IV was re-established, and the patient is currently fine.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Received 2 pcs of used introcan safety pur 18g, 1.3x45mm-ap in an opened packaging. Sample 1: observed the capillary tip still have contour shape which indicates no tear off capillary/ damage at the tip area. Sample 2: observed the capillary is tear off. The tear off area exhibits v-cut and distortion. The tear off part of the capillary with residue blood was returned for investigation. Based on above investigation and simulation, tear off capillary defect is not attributed to manufacturing process failure since such defect will be able to be detected and rejected by the in-line vision system (trim length, bevel and contour station). Damage induced after the assembly process is not possible since the catheter has been protected with a protective cap. Batch analysis shows no abnormalities encountered during manufacturing of complaint batch. Based on the received samples and the complaint description, the sample 2 was a used sample and the tear off capillary area exhibits v-cut shape and distortion as a result of being cut by the cannula bevel. This convinces that the product was in good condition prior usage. If the capillary already tears off before use, it can be noticeable by naked eyes. Thus, this complaint will be concluded as defect due to wrong handling and justified as confirm based on the defect perceived from sample 2. Reviewed the batch manufacturing record for batch 21n30g8262 and there were no defect encountered during in process and final control inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # : not available.